Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's oxygen blending module board, system board and internal battery were replaced to address the issues. In addition of the above evaluation, the technician performed repair test, alarm checking, battery checking, run testing, and cleaning and the software was confirmed, which was not related to the malfunction/issue.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's oxygen blending module board, system board and internal battery were replaced to address the issues. In addition of the above evaluation, the technician performed repair test, alarm checking, battery checking, run testing, and cleaning and the software was confirmed, which was not related to the malfunction/issue. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.